Event description:
Patient intubated in the ER and placed on vent support. Staff went to draw abg's shortly after and noticed a significant cuff leak. The cuff was reinflated. Within minutes, the cuff was again leaking. The endo tube was replaced by anesthesia.